Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had his stimulator removed due to an issue with it. Patient stated the stimulator wasn't doing much good because he had trouble charging the implant because of the placement of the implant. Caller stated they also had trouble recharging it in the doctor's office. Patient stated he also needed an MRI for a cervical fusion surgery so they removed the device so he could have the MRI. Caller stated MRI was unrelated to device/therapy. No further complications were reported or anticipated.